Event description:
It was reported that the 9800 sys would intermittently not boot up. Also the sys is hard to move due to rear break drag. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The footswitch was replaced. The rear brake was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.